Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the hospital for treatment of problems unrelated to the device. Device interrogation revealed intermittent loss of capture on stored ekgs. It was noted that the patient had a recent shift in their electrolytes. Programming changes were made. Patient will be monitored.